Event description:
On 11/05/2009, abbott point of care was contacted by a customer who reported on (B)(6)2009 that an I-stat cardiac troponin I cartridge yielded a plasma result of 0.18 ng/ml at 14:25. The same sample repeated on (B)(6)2009 on an I-stat cardiac troponin I cartridge yielded a plasma result of 0.00 ng/ml at 17:25.